Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. Upon visual inspection of the instrument the fse discovered micro-bubbles in the wash pump. The fse replaced the wash valve/pump rotor as well as completing a minor pm (preventative maintenance) on the instrument. After the repairs were completed verification testing passed within instrument specifications. In conclusion, a hardware malfunction of the wash valve/pump rotor is the cause of this event. A malfunctioning rotor can cause air to infiltrate the system (seen as micro-bubbles) leading to poor washing of the sample. Inadequate washing can leave behind excess unbound analyte which can then lead to falsely elevated results in sandwich assays such as the access accutni+3 assay.

Event description:
The customer reported obtaining an elevated non-reproducible troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system serial number (B)(4). The initial access accutni+3 result was above the normal reference range of the assay. The customer then reanalyzed the patient's sample on an alternate access 2 immunoassay system, serial number (B)(4), and obtained a lower access accutni+3 result within the normal reference range of the assay. The initial elevated access accutni+3 result was not released from the laboratory. There were no reports of any change to or impact to the patient's care or treatment. The customer stated that their access accutni+3 qc (quality control) was performing within the laboratory's established ranges prior to and after the event. No additional information regarding system performance indicators was provided for this event. There was no report of hardware errors, system flags or other assay issues in conjunction with this event. The customer stated that the patient's sample was collected in a lithium heparin plasma tube with a gel separator which was centrifuged for four (4) minutes at 6,000 rpm (revolutions per minute). There was no report of sample integrity issues in conjunction with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.